Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Model number/catalog number: 720185-01, serial number: n/a, batch/lot number: 1100786958, model/catalog description: reservoir, unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced scrotal pain and infection. The patient was treated with antibiotics and underwent a surgical procedure to wash out the surgical site. Several days later, the cylinders and pump were explanted and replaced with a tactra device. The reservoir was plugged for future surgery. No further patient complications were reported.